Event description:
It was reported that the centraliser was missing. They opened another implant in order to get a centraliser. Packaging is available and will be sent to investigator.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.